Event description:
Patient came down for pseudoaneurysm compression. Attempted to use compression device femostop gold which displayed an error message (e03) low battery and was not displaying a pressure reading. We then opened two additional femostops from the same lot# and they all displayed the same code. Manufacturer response for femoral compression system, femostops (per site reporter) clinical site notified mfg rep directly.